Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the pin passing drill tip was broken. It is unknown when the event happened relative to surgery. A back up device was available to complete the procedure. There was a non-significant delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the provided customer images found that the tip of the passing drill is missing and the pin itself is bent. The poly bag confirming the complaint product and an unrelated smith+nephew product box are also shown.¿ there was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.